Manufacturer narrative:
The pipeline was returned for eval. The eval could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported issue. (B)(4).

Event description:
Treatment of a small unruptured wideneck aneurysm measuring 4mm x 5mm located in the right ica (internal carotid artery). On (B)(6) 2014, the pt underwent pipeline (4.50mm x 16mm) embolization treatment. During the procedure, the first pipeline was placed, but then removed from the pt as the physician thought it was not long enough since he could not see the full length of the pipeline under fluoroscopy. Another pipeline was placed; however, the proximal segment could not be opened after it made a turn around the cavernous segment of the ica. The pipeline could not be opened despite using several techniques and it was also removed from the pt. The procedure was completed with the placement of two new pipelines without issues. No pt injury was reported as a result of the procedure.